Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part # 5-16037 reported is not being manufactured currently, however, another part number from the same family (part # 5-16035 lot # 73j2100720)was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production; the samples were visually inspected and issue reported "broken/cracked - y connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the y connectors were broken on the bronchial and tracheal side". No patient involvement reported.